Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level, high blood glucose. Customer's blood glucose was 300 mg/dl then down to 75 mg/dl. Customer's low blood glucose was 45 mg/dl. Customer declined to troubleshoot for high readings and low readings. The product was not returned for analysis.